Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Additional medical record information shows minimal lucency around the distal femoral stem measures up to 1 mm and is new since the previous exam. The femoral stem is also slightly posterior in the femoral diaphysis. This could represent hardware loosening. Multiple surgical clips project over the right inguinal region device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00771101200, lot: 62316461, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 standard offset. This event was previously reported under MFR 0001822565-2021-00346. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00345.

Event description:
It was reported that a bilateral total hip patient had underwent a revision surgery 8 years post implantation due to continued elevated metal ions, gluteus medius tear, and trunnionosis. Only the femoral head was replaced. No further event information available at the time of this report.